Manufacturer narrative:
The customer reported that this gz transmitter is dropping off the network. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on (B)(6) 2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this gz transmitter is dropping off the network. The unit was not in patient use at the time.

Event description:
The customer reported that this gz transmitter is dropping off the network. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter is dropping off the network. The unit was not in patient use at the time. Investigation summary: the unit with the reported issue was returned for evaluation. During testing, the reported issue of dropping signal could not be duplicated. There was no issue with connection signal observed. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.